Event description:
On (B) (6)-2010, a report was received from a baxter specialist who states that after back surgery, the patient had on (B) (6)-2010, an infusor was installed to deliver morphine. On (B) (6)-2010 in the clinic, the patient experienced hypotension and she received attention by the clinic personel, the infusor was clamped but the drug was still delivered. The sample is available for evaluation. Additional information obtained: the patient started showing symptoms of diaphoresis, chest pressure, and signs of hypotension. However, the vital signs taken were not low (blood pressure was 100-60/90-60). When the (B) (6) patient (B) (6), started to show symptoms, she was placed in the bed and the infusor was clamped. However, the patient?s chest pressure worsened and the infusor was disconnected. At this point, it was discovered that although the infusor was clamped, the medication continued to flow. The patient did not require serious medical intervention and is now fine. The incident occurred 24 hours after the patient had back surgery. No further information is available.

Manufacturer narrative:
(B) (4). The sample has been received for evaluation and a follow-up report will be submitted upon completion of the investigation.a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: one used sample was received containing no fluid for evaluation. Upon receipt, the entire sample was visually examined for signs of abnormality that could have contributed to the reported condition; however, no such evidence was found. A standard flow test was subsequently performed on the sample for 9 hours. During the flow test, the flow rate on the multirate control module was set at 12 ml. At the end of the flow test period, the sample produced the following flow rate (ml/hr): calculated = 20.60, normalized = 21.07. The flow rate was found to be within the specification range of 19.80 - 24.20 ml/hr. The final dispensed volume from the 5ml patient control module was 4.95 ml, which was within the specification range of 4.25 - 5.75 ml. Based on the sample evaluation results, the device performed as expected. Therefore, the reported condition was not confirmed. Note: per the directions for use supplied with the product, the infusor is designed to provide continuous flow of medication when the desired flow rate (5, 7, or 12 ml) is set on the multirate control module. Approximately, 5ml of additional medication fluid will be provided when the demand button on the 5ml patient control module (pcm) is pressed. If the clamp is engaged on the tubing, there will be no fluid entering the reservoir of the 5ml pcm in order to provide that additional 5ml medication fluid, if needed. At the manufacturing plant, it was identified that all release criteria were met and no nonconformance report was opened for the lot involved in this incident.

Event description:
On (B)(6) 2010, a hospital worker found a leak from one set of product 2c4013, lot number unknown, during patient use. There was no patient injury. The actual sample is available for evaluation.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 95 mg/dl, 586 mg/dl, 585 mg/dl, 282 mg/dl, and 328 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4).